Manufacturer narrative:
Concomitant medical devices: dtba1qq crt-d, implanted: (B)(6) 2017; 5076-52, lead, implanted: (B)(6) 2017; 459888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.